Manufacturer narrative:
Device was not received for evaluation. Investigation is on-going. Once complete, a follow-up report will be submitted.

Event description:
It was reported that the handpiece got extremely hot in the surgeon's hand. He set it down on the table, and it started to spark.